Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a chronic type b dissection. It was reported the patient has a bovine arch, and underwent a left common carotid-to-left subclavian artery bypass prior to the procedure. During the procedure, the patient was implanted with a 31 mm x 15 cm ctag device, then a 37 mm x 20 cm ctag ((B)(4)) was placed distal to the innominate artery. According to report, the graft system was ballooned in the area of device overlap, but not at the proximal end. The dissection was resolved, and the patient tolerated the procedure. On (B)(6) 2013, a computed tomography (CT) scan was reportedly normal. On (B)(6) 2013, the patient presented to the facility complaining of chest pain. A CT scan revealed a retrograde type a dissection. On the same day, the patient underwent ascending aortic replacement. The existing ctag components were left in place. The patient tolerate the procedure. The physician indicated the uncovered stent of the 37 mm x 20 cm ctag may have caused a tear in the anterior wall of the thoracic aorta, leading to the type a dissection.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.